Event description:
It was reported that tip of speed pin (5mm from tip) broke and remained in femoral. It was found during x-ray check immediate post-operation. The surgeon decided that broken tip left in patient because it was located difficult region.

Manufacturer narrative:
The affected 6.5 mm non rimmed threaded speed pin was not returned for evaluation. However, a picture was provided. Visual inspection of the photo confirmed the tip of pin has broken off. Our investigation included a review of complaint history did not reveal additional complaints for this failure mode. A review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted that no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Our investigation could not determine a specific cause of the failure. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.